Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. As a result, the patient was explanted to address the issue.